Event description:
Customer reported an over-infusion. The user found the rate higher than what was initially programmed. No patient harm or medical intervention were reported. Although requested, no further patient/event information was provided.

Manufacturer narrative:
(B)(4). The reported complaint of an overinfusion could not be confirmed. A review of the associated pcu event log indicates that the pump module in question had been running a bumetanide drip infusion, with the concentration programmed at 0.25 mg/ml, for several days with the flow rate calculated at 8 ml/hr. On (B)(6) 2013 at 9:02 am the user accessed the pump module and pressed the setup softkey. The user then changed the diluent volume from 100 mls to 180 mls which changed the concentration to 0.139 mg/ml. With the dose set at 2 mg/h the flow rate was recalculated at 14.4 ml/hr. Later that day, at 3:37 pm, the concentration was programmed back to the original 0.25 mg/ml and the flow rate recalculated to 8 ml/hr. Testing and inspection of the pump module found it to be in good working condition and delivering fluid within specifications. The root cause of the customer's report is believed to be user programming. No fault was found with the pump module.